Event description:
It was reported that intermittently, the system would boot up to black screens. This could the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.